Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the patient's back seizing was unknown. The issue was resolved. The explanted device will not be returned as the generator was submitted to a spd for disposal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that at a certain date, whenever the implantable neurostimulator (ins) was turned on, the patient¿s back seized. The patient stated that this issue started occurring after he bent over on (B)(6) 2017 and he spent five days in the emergency room (ER). The patient¿s healthcare professional (hcp) said that there was nothing wrong with the stimulator but it was removed in early (B)(6) 2017 and got a replacement on (B)(6) 2018. In the end, the patient was redirected to their hcp regarding their therapy. There were no further complications reported or anticipated.